Manufacturer narrative:
Results eval: investigation: eval of the returned complaint sample confirmed the customer observation of leakage from the cuff. Inflation testing revealed two sources of leakage as follows: a tear of 0.91mm was found in the wall of the product cuff, approx 45mm from the distal tip of the tube and several scratches on both sides along with a tear of 1.84mm was found in the wall of the pilot balloon approx 18mm from the tip of the one way valve. A review of our complaints history confirmed this to be the first complaint of this nature for this lot number. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during mfg, especially when compared with sales of product annually. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated whether the product was tested prior to use in accordance with the product instruction leaflet and was successfully used for an unk period. We have determined the most likely cause for this incident is that the cuff became scratched either during intubation, or following inflation of the cuff. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. The pattern of damage to the pilot balloon is evidence of clamping with forceps, or similar. This report has been logged for trending.